Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. Currently, the aneurysm is 5.5 cm. It was reported post stent graft implantation the stent graft migrated and is 30 mm below the lowest renal artery. The cause of the migration is unknown. The physician implanted two aneurx aortic cuffs. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
.